Manufacturer narrative:
(B)(4) of a 10ml luer-lok syringe material 302995 was received and evaluated. The sample has scale markings that are mostly missing on the barrel. However, based upon the verbatim the condition observed could not be confirmed to originate from the manufacturing plant. Potential root cause for the reported defect could not be determined from the sample provided. Therefore, no corrective action is required at this time. Any unused physical samples are required for testing to be performed by a trained bd associate to determine a more thorough evaluation for ink permanency and potential root cause determination. A device history record review could not be performed on material 302995 because a lot number was not provided by the customer.

Event description:
Material #: 302995. Batch#: unknown. It was reported by customer that (B)(6) 2024 email from rep (B)(6) customer claims that when they use item b-d302995, the marking are rubbing off in their hands. It doesn¿t happen every time, but often enough. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no medline reference #: (B)(4) item: 302995 quantity affected: (B)(4) serial/lot number: na po #: (B)(4) are any samples available for return? Yes. Reported issue per customer: (B)(6) 2024 email from rep (B)(6) customer claims that when they use item b-d302995, the marking are rubbing off in their hands. It doesn¿t happen every time, but often enough. Customer disposition request: credit.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had scale marking issues. The following information was provided by the initial reporter: "it was reported by customer that 1/10/24 email from rep chase cooper customer claims that when they use item b-d302995, the marking are rubbing off in their hands. It doesn¿t happen every time, but often enough." Injuries or adverse event: no medline reference #: (B)(4). Item: 302995 quantity affected:(B)(4) bx serial/lot number: na po #: (B)(4). Are any samples available for return? Yes reported issue per customer: 1/10/24 email from rep chase cooper customer claims that when they use item b-d302995, the marking are rubbing off in their hands. It doesn¿t happen every time, but often enough. Customer disposition request: credit.

Event description:
Material #: 302995 batch#: unknown. It was reported by customer that 1/10/24 email from rep (B)(6) customer claims that when they use item (B)(4), the marking are rubbing off in their hands. It doesn¿t happen every time, but often enough. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Medline reference #: (B)(4). Item: (B)(4). Quantity affected: (B)(4) bx serial/lot number: na, po #: (B)(6). Are any samples available for return? Yes reported issue per customer: 1/10/24 email from rep (B)(6) customer claims that when they use item (B)(4), the marking are rubbing off in their hands. It doesn¿t happen every time, but often enough. Customer disposition request: credit.

Manufacturer narrative:
One sample of a 10ml luer-lok syringe material 302995 was received and evaluated. The sample has scale markings that are mostly missing on the barrel. However, based upon the verbatim the condition observed could not be confirmed to originate from the manufacturing plant. Potential root cause for the reported defect could not be determined from the sample provided. Therefore, no corrective action is required at this time. Any unused physical samples are required for testing to be performed by a trained bd associate to determine a more thorough evaluation for ink permanency and potential root cause determination. A device history record review could not be performed on material 302995 because a lot number was not provided by the customer.